Event description:
At about 1 year and 8 months from the primary, the patient came in reporting pain due to a dislocation of the head from the liner that was occurred when exercising. The surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 january 2024lot 2107067: (B)(4) items manufactured and released on 02-sept-2021. Expiration date: 2026-jul-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.additional component involved:ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k1121159) lot 2107483: 200 items manufactured and released on 29-sept-2021. Expiration date: 2026-sept-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.